Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe 10ml luer-lok¿ was cracked. This occurred on 7 occasions. The following information was provided by the initial reporter: syringes 10ml are cracked near the 10ml mark. Customer informed by e-mail: incident noticed during use in the blood collect/ exams collection. No damage to patient or professional. No medical intervention. Event occurred 7 times. When questioned to customer if there was exposure of blood to skin or mucous membranes, customer replied: "in some cases with blood".

Manufacturer narrative:
H.6. Investigation: DHR evaluation was performed and no occurrences potentially related to the occurrence was observed. The image provided by the customer was evaluated and it was not possible observe the reported incident. Thus, it was not possible to confirm the occurrence. A root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that bd plastipak¿ syringe 10ml luer-lok¿ was cracked. This occurred on 7 occasions. The following information was provided by the initial reporter: syringes 10ml are cracked near the 10ml mark. Customer informed by e-mail: incident noticed during use in the blood collect/ exams collection. No damage to patient or professional. No medical intervention. Event occurred 7 times. When questioned to customer if there was exposure of blood to skin or mucous membranes, customer replied: "in some cases with blood".